Event description:
On 12-may-2026 it was reported that the user experienced hyperglycemia with blood glucose (bg) levels of approximately 400 mg/dl while using the ilet system. The user presented to the emergency department, was treated with a steroid injection, and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia while on ilet therapy in the setting of concurrent illness. Investigation included review of user-reported information, which identified missed meal announcement behavior and concurrent flu-like illness as contributing factors to elevated blood glucose. The user subsequently completed a successful supply change with customer care assistance, after which glucose values decreased. No device malfunction was identified during investigation. Based on available information, the event is attributed to user-related therapy management factors and concurrent illness. If additional information becomes available, a supplemental MDR will be submitted.